Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through x-rays. Method & results: device evaluation and results: material analysis concluded: damage was observed on the proximal surface of the baseplate, consistent with contact against the femoral component. Biological fixation was also observed on the baseplate. Medical records received and evaluation: x-rays confirm implantation of a triathlon cr cementless femur and baseplate with the patella not resurfaced. The baseplate has malposition with shift in component position towards lateral border with overhang of baseplate on lateral side and uncovered bone on the medial side. Additionally, there is a gap space between baseplate and tibial bone, at least on one side of the baseplate. Also the joint space is not very well horizontal although no long leg x-rays are available to measure this more accurately. Tibial posterior slope is excessive with 9° while also the joint line may on the lower side of normal as evident by the location of the tip of the fibula being less than 2-cm below the joint line. At 7-years, the femur is in posterior dislocation position relative to the tibial baseplate with the femoral component riding over and in contact with the posterior metal border of the baseplate. Explant photographs document severe poly wear and damage along the posterior borders of the bearing, indicative for instability with the femoral component riding over the posterior border of the bearing. This was confirmed during revision surgery with severe poly damage along the posterior sections of the poly bearing.[...] In this patient the pcl has become unstable prior, during or sometime after primary arthroplasty, multiple possible causes have been discussed. The instability was reportedly already present for many years prior to revision. The unstable pcl has allowed more femoral rollback than normal during flexion allowing the femur to ride over the posterior border of the baseplate with bearing. [...] Given the presence of multiple baseplate malposition factors all potentially contributing to instability, this represents the principal failure mode. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the mar (material analysis report) concluded: damage was observed on the femoral component and baseplate, consistent with contact against each other. The medical review concluded that multiple factors contributing to baseplate malposition and/or prior knee disease have contributed to (flexion) instability allowing more rollback than normal during knee flexion of the femoral component past the posterior border of the bearing. This overload condition caused poly damage near the posterior borders of the bearing with also metal contact between femur and baseplate requiring revision.

Event description:
During a follow-up, the surgeon observed the need for a knee revision of triathlon due to poly wear and instability.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed through x-rays. Device evaluation and results: material analysis concluded: damage was observed on the proximal surface of the baseplate, consistent with contact against the femoral component. Biological fixation was also observed on the baseplate. Medical records received and evaluation: x-rays confirm implantation of a triathlon cr cementless femur and baseplate with the patella not resurfaced. The baseplate has malposition with shift in component position towards lateral border with overhang of baseplate on lateral side and uncovered bone on the medial side. Additionally there is a gap space between baseplate and tibial bone, at least on one side of the baseplate. Also the joint space is not very well horizontal although no long leg x-rays are available to measure this more accurately. Tibial posterior slope is excessive with 9° while also the joint line may on the lower side of normal as evident by the location of the tip of the fibula being less than 2-cm below the joint line. At 7-years the femur is in posterior dislocation position relative to the tibial baseplate with the femoral component riding over and in contact with the posterior metal border of the baseplate. Explant photographs document severe poly wear and damage along the posterior borders of the bearing, indicative for instability with the femoral component riding over the posterior border of the bearing. This was confirmed during revision surgery with severe poly damage along the posterior sections of the poly bearing. In this patient the pcl has become unstable prior, during or some time after primary arthroplasty, multiple possible causes have been discussed. The instability was reportedly already present for many years prior to revision. The unstable pcl has allowed more femoral rollback than normal during flexion allowing the femur to ride over the posterior border of the baseplate with bearing. Given the presence of multiple baseplate malposition factors all potentially contributing to instability, this represents the principal failure mode. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the mar (material analysis report) concluded: damage was observed on the femoral component and baseplate, consistent with contact against each other. The medical review concluded that multiple factors contributing to baseplate malposition and/or prior knee disease have contributed to (flexion) instability allowing more rollback than normal during knee flexion of the femoral component past the posterior border of the bearing. This overload condition caused poly damage near the posterior borders of the bearing with also metal contact between femur and baseplate requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a follow-up, the surgeon observed the need for a right knee revision of triathlon due to poly wear, instability, and mechanical complication of prosthesis. First surgery was in 2009 and patient has had progressive problems with the right knee for years, but nothing obvious with x-ray.